Event description:
Customer reports the lancet fell out of the drum when she took the cap off of the lancet device while using the multiclix lancet device. Customer reports she could not find the lancet. No accidental stick was reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.